Manufacturer narrative:
The customer¿s report that the tubing ballooned along the silicone pump segment was both confirmed by visual inspection of the as-received sample and provided photo. The evidence of a balloon was located directly underneath the upper fitment. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Further visual inspection under magnification found the walls of the silicone tubing segment to be concentric. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the an alaris pump had an occlusion alarm four minutes into an infusion of (ns) normal saline. The nurse opened the pump and the tubing had ballooned along the silicone pump segment. The pump was infusing at 83 ml/hour. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the an alaris pump had an occlusion alarm four minutes into an infusion of normal saline. The nurse opened the pump and the tubing had ballooned along the silicone pump segment. The pump was infusing at 83 ml/hour. This did not impact patient care or cause delay in treatment.